Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, a non-emergency treatment was aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform imaging due to insufficient storage space. A review of the system logfiles indicated errors related to frontal ippc, confirming the malfunction related to image disk was full. The fse replaced two ippc hard drives and restored the database to resolve the issue. After replacement of ippc hard drives and re-establishment of database, the device was returned to use in good working order. Later, the issue reoccurred and the issue was resolved by replacing the ippc the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image disk was full, preventing imaging. The device was in use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.